Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was a crack at the adapter of the red artery. There was bleeding and air intake during dialysis. The patient was involved with no injury.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Since the sample was not returned, there is not enough evidence to determine what could cause this event. A brainstorming was performed in order to identify the possible root causes for the failure luer adapter-cracked. The following potential causes were identified: incoming inspection not performed, in-process inspection not performed, defective material, malfunction, misuse and inattention. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Based on complaint investigation, no further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.